Event description:
It was reported that the bed was being utilized with the motor operation option and when releasing would not stop. It allegedly pinned a staff member between the patient bed and door wall for several seconds. Upon releasing lever/button, the bed would not back up. The staff member allegedly later checked the patient for visual injuries, no injuries were reported. An open abrasion with bruising was allegedly present on the staff member's lower back/buttocks, as well as front right side of ribcage and pelvis.